Event description:
A malfunction was reported on the pump without any notable preceding events. There was no adverse impact on the customer's blood glucose level. Technical support provided the caller with pump reset information and assisted in resetting the pump; however, the malfunction code recurred, leading to the decision to replace the pump. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood